Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient experienced discomfort at the ipg site after weight loss. Surgical intervention was undertaken wherein the ipg was replaced and the ipg site was repositioned. Therapy was restored post-op.